Event description:
It was reported that after starting the holmium laser enucleation of the prostate procedure, the fiber was not giving the expected energy, and after a couple shots the debris shield burnt out and the fiber broke. This occurred twice. The procedure was completed with another device. There were no patient complications. This complaint refers to the second fiber.